Manufacturer narrative:
The device with the lens was returned inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented incorrectly. Viscoelastic was observed in the device. Upon inspection of the used device, the plunger is overriding the lens in the lens loading area. The anterior and posterior of the plunger tip are bent backward. The lens has been advanced to the far end of the lens loading area. The leading optic edge is torn. A large area of split/cracks are observed on the left posterior of the optic. The far end of the optic is tilted upward. The leading haptic extends into the nozzle entry area, pressed against the ceiling. The device tip is pinched downward at mid-tip and stress lines are observed. Posterior stress lines are observed. Each side of the tip are stressed. One side of the tip has a small split/cracked area and other side of the tip has a small aneurysm. This would suggest the lens was not in a correct position for advancement per the dfu. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported complaint of "pre-loaded lens wouldn't eject (contact)" cannot be determined. Optic damage was observed. Nozzle tip damage was observed. The tip has stress lines, is split/cracked and has a side aneurysm. This damage would indicate the lens/plunger were not in an acceptable position for advancement. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. Based on lens location inside the loading area upon return, the damage to the lens, the tip and plunger ends bent backward, the preloaded lens most likely was removed from the device tip and replaced into the loading area for return. It is unknown if the plunger was inadvertently retracted. Per the dfu, do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Retracting the plunger can pull the tabs outside of the barrel and cause the plunger to release from the device. Based on the reported event, the condition of the returned sample and the location of the damaged lens in the loading area upon return, the customer most likely replaced the plunger incorrectly during return of the device. The returned incorrect plunger position is not relevant to the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported about a preloaded intraocular (iol) delivery system in which lens would not eject. There was patient contact. Additional information was requested.